Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the unit failed visual inspection. Visual inspection revealed one cover screw missing. During the evaluation, the power supply module was found to be broken away from the system board at the acn pin. This results in loss of ac power to the ac/dc power supply, which results in loss of dc power to the device. The power supply module was replaced and the unit functioned as designed.

Event description:
"Customer reports rad-8 has low pitch sound and shuts down while in use". No known impact or consequence to patient.